Event description:
It was reported that during an advance sling implant surgery, the trocar for the patient's left side "got stuck in the bone." When it was freed the physician was concerned about the trocar being damaged so another kit was opened as a precaution. Once the sling was placed, it was found that the "mesh had gone through the urethra "on the patient's right side so it was removed. No further patient complications were reported in relation to this event.